Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and oversensing of the atrial wave. The lead had dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.